Event description:
Over 8 yrs of blood serum levels of cobalt chromium + titanium above 3000 nmol/l. Hidden from FDA & MFR thirteen (13) operations later, 9 dislocations, drill bit left in me for over a year, broken "eires," permanent disability, severe chronic health and financial fallout with no compensation or appropriate medical treatment because of cover up. Still after 15 yrs can't find help. Ready to go public. Hip was finally removed after becoming septic and destroyed all bone and tissue surrounding it. Took 3 major operations to get it out without killing me.